Manufacturer narrative:
The affected product has been received and the investigation is in-process. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that while infusing a chemotherapy drug the tubing leaked at an unspecified location. Reportedly, the patient ¿did not receive all or any of the chemotherapy¿, and unspecified additional medication was administered to reconcile for not receiving the intended dose. There was no report of patient harm.

Manufacturer narrative:
Conclusion: no available code for undetermined or unknown cause. The customer¿s report of a leak in the tubing was confirmed and replicated. Visual inspection showed a 2 mm slice cut below the lower fitment; functional testing confirmed leaking from the slice cut. The cause of the leak was a slice in the tubing. The origin of the slice was not identified.